Event description:
Information was received indicating that while a smiths medical medfusion® 4000 syringe infusion pump was plugged in, a battery communication time out occurred. It was reported that the pump was infusing glucagon but the battery was reported to be depleted. There were no reported adverse effects.